Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was checked after the patient received multiple therapies. It was suspected that sinus tachycardia was inappropriately diagnosed as ventricular tachycardia. Inappropriate antitachycardia pacing and high voltage therapies were delivered due to the diagnosis anomaly. The device was reprogrammed. The patient was stable throughout.